Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for elevated sensing integrity counter (sic) and high rate non-sustained episodes. It was indicated the alert triggered due to electromagnetic interference while the patient was using an electric massager. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.